Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® peripheral orbital atherectomy system instructions for use manual states that slow flow or no reflow phenomenon and vessel spasm are potential adverse events that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
After high-speed treatment with the diamondback 360 peripheral orbital atherectomy device (oad) on a calcified, 90% stenosed proximal superficial femoral artery (sfa), slow flow was observed. The physician believed this was due to a simple spasm, as there was no distal embolism observed. A vasodilator was administered to improve the flow. The patient was in stable condition. In the physician's opinion, the adverse event was determined to be possibly related to the oad.